Event description:
It was reported the starvac 90 arthrowand failed during a procedure. Attempts to obtain additional information from the facility regarding this event were unsuccessful. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Evaluation summary: visual analysis of the wand noted no obvious anomalies. Functional testing of the wand at default settings confirmed the wand would not activate. Further inspection noted an adhesive or glue substance around the electrodes which lead to the reported failure. A review of the device history records found no non-conformance's related to this manufactured lot.